Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to undersensing and no capture at 10v on the pacing system analyzer (psa). In addition, p-waves had dropped to 0.4 mv. It was noted that the lead was not dislodged. It was suspected that the cause was attributed to the tissue/interface. No additional adverse patient effects were reported. This rv lead will not be returned as records indicate it was retained by the explanting hospital.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to undersensing and no capture at 10v on the pacing system analyzer (psa). In addition, p-waves had dropped to 0.4 mv. It was noted that the lead was not dislodged. It was suspected that the cause was attributed to the tissue/interface. No additional adverse patient effects were reported. This rv lead will not be returned as records indicate it was retained by the explanting hospital. Additional information received indicated that this right ventricular (rv) lead was returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.